Manufacturer narrative:
Visual inspections were performed on the returned device. The reported cuff miss could not be tested due to device components not being returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other proglide devices are filed under separate manufacturing report numbers.

Event description:
It was reported that bilateral arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using proglide devices with a 5f and 7f sheath per artery after an interventional peripheral procedure. Reportedly, in the rcfa, there was no suture with plunger removal for the first proglide. A second proglide suture was harvested; however, the knot pusher would not "cinch" down the knot after multiple tries. Pulsatile bleeding continued. A non-abbott device was attempted as well, yet bleeding continued. Manual arterial compression was used to achieve hemostasis in the rcfa. In the lcfa, the knot pusher was also attempted to push down the knot and the knot could not be "cinched" as well. Manual arterial compression was used to achieve hemostasis in the lcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.